Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was successfully interrogated and was implanted without issue. Four days post implant, the device was attempted to be interrogated, but the programmer displayed an error code and the device could not be interrogated. Other programmers were tried, without success. The patient was waiting to be discharged from the hospital, but the device remained in monitor-only mode and no programming was possible due to the interrogation issues. Technical services discussed that the error code on the programmer was due to a mismatch between the device and the programmer. The device would have software maintenance release (smr) 15 while the available programmers had smr14. Generally devices that have smr15 installed can be interrogated with the smr14 software. However, there is the circumstance that smr14 programmers are not able to read smr15 signal artifact monitor (sam) episodes. In this case, it is suspected that the device did register sam episodes and hence the device could, from that point on, not be interrogated with the smr14 programmers. The resolution for this situation is to interrogate the device with a model 3300 programmer that has the smr15 software installed. The device and the programmer are each functioning as expected. It was later reported that the device was explanted and replaced with a non-boston scientific product due to the inability to interrogate or program the device. No additional adverse patient effects were reported. Due to current local regulatory and transportation restrictions in russia, no product is able to be returned at this time. If/when this product is returned, an updated report will be submitted.